Event description:
A surgery on the lumbar spine for a patient with lumbar spondylosis and spondylolisthesis, with planned placement of 4 pedicle screws and an interbody at l4-l5 and with decompression of the spinal cord, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 1.5. During the procedure the surgeon: created the incision and exposure, and performed the (non-navigated) decompression and placement of the interbody. Attached the navigation reference on the spinous process of l3. Acquired an intraoperative CT scan with automatic image registration of the current patient anatomy to the navigation, verified the accuracy of the registration and accepted it to proceed. Calibrated the brainlab pedicle access needle, a non-brainlab screwdriver, and a non-brainlab cannulated tap to the navigation; the surgeon verified and accepted the calibrations of all to proceed. Placed the first screw at left l5 using the following workflow: the navigated pedicle access needle was aligned to the intended trajectory, and then was shoved and hammered just past the pedicle; a k-wire was placed through the needle and advanced past the pedicle access needle; the navigated cannulated tap was placed over the k-wire and the path was tapped just past the pedicle; the navigated cannulated screwdriver was placed over the k-wire to place the screw in the prepared path. Began placing the next screw at right l5 but determined that the navigation displayed the tools being lateral to the pedicle. The surgeon verified the accuracy again and determined a deviation between the display of the instruments on the registered scan in navigation and the actual position of the instruments on the patient's anatomy. The surgeon discovered the reference array was not securely fixed, and repositioned it on the spinous process. Acquired a second intraoperative CT scan with automatic image registration of the current patient anatomy to the navigation, and verified the accuracy of the registration and accepted it to proceed. Using the same surgical workflow as before, created a new screw path in right l5 and placed the right l5 screw (the surgeon did not confirm if the previously created screw path was not done as intended), and continued to place pedicle screws in left l4 and right l4. Acquired a third intraoperative CT scan with automatic image registration of the current patient anatomy to the navigation, and verified the accuracy of the registration and accepted it to proceed. Determined via the CT scan that the left l4 pedicle screw had breached laterally in the vertebrae and inferiorly at the pedicle. Removed (repositioned) the left l4 screw using the same navigated surgical workflow as before. Performed a final intraoperative CT scan and confirmed all screws were placed as intended. According to the surgeon: the outcome of the surgery was successful as intended; at the end of the surgery, all screws were placed in their correct final positions as intended. There was no actual harm/negative clinical effect to the patient due to the screw placements/unintended surgical steps performed with the aid of navigation, neither for the prolongation of anesthesia by 45 minutes. There was no direct (or increased) risk of harm to a critical structure due to the reported problem. There were no further medical/surgical remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws and instruments were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the outcome of the surgery was successful as intended; at the end of the surgery, all screws were placed in their correct final positions as intended. There was no actual harm/negative clinical effect to the patient due to the screw placements/unintended surgical steps performed with the aid of navigation, neither for the prolongation of anesthesia by 45 minutes. There was no direct (or increased) risk of harm to a critical structure due to the reported problem. There were no further medical/surgical remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for misplaced screw at left l4 having been placed too lateral and inferior to the intended path by c.a. 5mm was temporary movement of the reference due to an insufficiently rigid fixation and/or inadvertent forces applied after the registrations were performed. The array movement software warning also appeared during the surgery, further indicating the occurrence of reference shift during this placement. The potentially deviated path initially created at right l5 can also be explained by definite/permanent movement of the reference at this step in the procedure, for the same reasons listed above. The significant amount of forces applied with the use of the pedicle access needle e.g. From the reported shoving and hammering on the instrument used to open the cortical bone and prepare the pedicle paths at this procedure - especially considering the direct contact the reference clamp had with the surrounding soft tissue as displayed from the scans provided - likely caused movement of the reference array during instrument navigation at left l4 and right l5. Movement of the reference array after registration is performed disrupts the coordinate system established during registration and results in an inaccurate display of tracked instruments on the registered data set in the navigation software compared to their actual positions on the patient anatomy. Apparently, the resulting deviation in the navigation display between the registered preoperative image and the actual patient was not recognized by the user with the appropriate and necessary accuracy verification during the procedure while preparing the screw paths and placing the screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.